Event description:
Removal of aicd generator and leads due to infection. Patient with history of nonischemic cardiomyopathy status post biventricular ICD implantation initially almost 7 years ago. The patient's right ventricular (rv) lead was found to be fractured and the patient underwent rv lead revision 2 years ago and the old rv lead was capped and new rv ICD lead was then implanted. Patient at this time is admitted with infective endocarditis and vegetations on the leads, so the patient was seen and examined by electrophysiology staff physician and deemed appropriate for extraction of the old capped rv lead and extraction of the biventricular ICD system.operation performed:1. Fluoroscopy of biventricular ICD system in situ.2. Explantation of st. Jude biventricular ICD pulse generator, model promote 3211 from the prepectoral site.3. Extraction of right atrial lead, which is st. Jude model 1688tc, 65 centimeters.4. Extraction of rv lead, which is st. Jude model 7122, 60 centimeters.5. Extraction of coronary sinus lead, which is a st. Jude model 1056t, 86 centimeters.6. Extraction of old capped rv lead, which is a st. Jude model 1581, 65 centimeters.7. Pocket debridement.======================manufacturer response for rv lead - recalled, rv lead (per site reporter).======================awaiting response.